Event description:
It was reported that the pump and catheter were removed due to infection. The pt recovered without sequela; no pt injury was reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.